Manufacturer narrative:
External insulation abrasion was noted at 15.8-16.2 cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was observed on the lead. No other electrical abnormalities were noted, but the physician believed that the lead did not appear normal visually. The lead was explanted and replaced. Patient was in stable condition before, during and after the procedure.